Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. When powering on the cycler the ¿stop, ok, up & down¿ buttons illuminated and the front panel display remained blank. The display inverter board was replaced with a known good board and the ¿touch screen display¿ worked as intended. T1 on the inverter board and the rear of the touch panel display shows signs of heat damage. Following replacement the touch screen performed as designed. There were no other discrepancies encountered in the internal inspection of the cycler. The cycler was returned to service. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the peritoneal dialysis patient's contact that the screen was blank. Cycler sounded like it was still running and buttons were still lit. The caregiver had tapped on the screen but it remained blank. She then noticed a burning smell coming from the cycler. The cycler was replaced. The patient's clinic manager reported that the patient completed treatment manually and had no complications. Upon plant evaluation on 05/01/2017 it was discovered that the inverter board for the display had overheated and showed thermal damage.